Manufacturer narrative:
B5: reportedly. "Found foot loop defect when removing from the bottle." Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dry residue on lens. Claim # (B)(4).

Manufacturer narrative:
B5 - lens was not implanted. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of a -8.5/1.0/094 (sphere/axis/cylinder) was implanted intot he patient's right eye (od) on (B)(6) 2023. In a subsequent surgery later that day, the lens was removed and later replaced for a replacement lens due to product non-conformity. The problem was resolved. Cause of the event was the device.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).